Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the wheel lock on the right side is not engaging with the wheel when you push to lock it.